Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Analysis revealed that the proximal conductor of the lead became extrinsically distorted due to flattening. The distal conductor was flattened. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and polarity switch post operation. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead was undersensing post operation. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.